Event description:
It was reported the pt experienced seizures and shortly after receiving implant the pain in her abdominal area would not subside and then she started experiencing shocking/jolting down legs and pelvic area. In 2008: the pt turned the device off when admitted to hospital and still experienced the jolting.

Manufacturer narrative:
This file is being submitted following an internal audit.